Manufacturer narrative:
Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the system was non-recoverable immediately. The system did not power on without errors. The procedure was converted to another dv.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse went on-site and replaced the video slide (vsl). The system was verified and ready for use. The error 307 was found indicating the fault confirming the fault occurred in the field. Upon visual inspection, no issues were found that would be related to the reported event the unit was installed onto a golden is4000 system where was triggered indicating fault on the vsl. Then the golden system was set to run video test, 10 minutes sine cycle 10 power cycles & sitting idle for 2days. It failed error 307 was triggered indicating fault on the system, replicating the reported event. The complaint was confirmed by failure analysis.

Event description:
It was reported that prior to the start of a da vinci-assisted surgical procedure, error 307 kept appearing and will not clear after several power cycles. The procedure was converted to a different davinci system.